Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure for a renal arteriovenous fistula (avf) using penumbra coil 400 coils (pc400 coils). During the procedure, the physician successfully deployed and detached one pc400 coil into the aneurysm using a px slim delivery microcatheter. While advancing a new pc400 coil through the px slim, the physician noticed that the pc400 coil pusher assembly was kinked; however, the physician continued to advance the pc400 coil until resistance was met and the pusher assembly then became fractured. The physician removed both the pc400 coil and the px slim from the patient. The procedure was completed using a new pc400 coil and the same px slim. There was no report of an adverse effect to the patient.